Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient is in the hospital for heart failure. The device had been programmed to rv only pacing and vvi mode due to an issue, potential fracture, of this atrial lead. An x-ray was performed which indicated a fracture of one of the patient's leads. No adverse patient effects were reported.